Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has indicated that both valves have blockages. Computer controlled test: to investigate the claim of under- and over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Since both valves were blocked, a measurement on the test bench was not possible. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our examination results, we can determine, at the time of our examination, a blockage on both valves as well as a non-adjustability on the progav 2.0. The cause of this could be the deposits found. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx643t) was implanted during a procedure performed on (B)(6), 2023. According to the complainant, the shunt showed an over- and under-drainage and adjustment difficulties. The patient underwent a revision procedure performed on (B)(6), 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 23 months; weight: 11 kilograms (kg) ; height: unknown; gender: male.